Manufacturer narrative:
(B)(4) other devices used: catalog #00620205222, tm modular shell, lot #60820047. Catalog #00786401300, tm femoral stem, lot #unk. Catalog #00642803202, alumina femoral head, lot #60611237. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is alleging harm caused by the device, however the nature of the harm is unknown at this time.

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. Zimmer biomet complaint number (B)(4). Therapy date - unknown . Complaint could not be confirmed as there was insufficient information provided about the event. No device or photos were received; therefore the condition of the component is unknown. Device history record review was unable to be performed as the product identification of the device involved in the event is unknown. Review of the compatibility of the devices confirmed that these are an approved compatible combination. Product history search was completed for the part and lot combination and no other complaints were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.